Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. Explant of the device was performed prophylactically. The patient's health condition was unknown.

Manufacturer narrative:
Analysis was normal. No anomalies were found.